Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 250mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Assisted the caller to run the displacement and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a motor error alarm during the basic occlusion test, and the device alarmed during the prime test as a result of a loose drive support disk. The unit had missing end cap sticker.